Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was opened during a lithotripsy procedure to be used in the ureter performed on (B)(6), 2023. During preparation, when the package was opened, the stent shaft was found broken. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent shaft was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft broken. Block h10: the returned polaris ultra ureteral stent was analyzed, a visual and microscopic evaluation noted that the shaft was detached. A photo also shows that the stent shaft was detached. Additionally, the suture was not returned. No other problems with the device were noted. The reported event of stent shaft detached was confirmed. Taking all available information into consideration, the device meets all manufacturing specifications required and passed all the controls and inspections, no abnormalities were reported during the assembly process. Based on the analysis performed, it is possible to conclude that this problem could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get detached during the preparation, affecting the performance of the device. Consequently, affects the performance of the device. Therefore, the most probable root cause is adverse event related to the procedure. Block h11: correction to field block g1: manufacturer contact person first and last name, address 1, city, state, zip/postal code, phone number, and contact email.

Event description:
It was reported to boston scientific that a polaris ultra ureteral stent was opened during a lithotripsy procedure to be used in the ureter performed on august 9, 2023. During preparation, when the package was opened, the stent shaft was found broken. The procedure was successfully completed with another polaris ultra ureteral stent. There were no patient complications reported as a result of this event. A photo of the complaint device was provided and showed that the stent shaft was broken.